Event description:
The FDA approved ble smart blood glucose monitoring system by entra health issued for the diabetes remote electronic assisted monitoring (dream) program in (B)(6) has been resulting blood sugars out of the accepted range of 0-20% error. Pts have reported blood sugar results. The incident involved 4 pts utilizing these glucose monitors to participate in remote health monitoring to facilitate mgmt of insulin titration in diabetic. These 4 clients recognized a substantial difference between their personal glucometer readings and the glucometers provided for this pilot. It is unk if the variance was due to the meter or the strips. This occurred (B)(6) 2019, (B)(6) 2019. Lot for meters: g101f17d20, lot for strips: b18j19-5b1.